Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency. The other perclose proglide devices are filed under separate medwatch manufacturer report numbers.

Event description:
It was reported that after an interventional procedure, arteriotomy closure of an unspecified vessel was attempted using four perclose proglide devices. Reportedly, four unspecified device failures occurred. It was not specified how hemostasis was achieved. There were no reported adverse patient sequelae and no reported significant clinical delay in the procedure or therapy. The physician was reported to be trained in the use of the perclose proglide device. No additional information was provided.